Event description:
It was reported to siemens that while transporting a patient off of the foot end of the mr table, the operator grasped the sides of the table while it was in motion. The operator's finger became pinched in the gap between the table and the mr system bore resulting in a fracture to the left, middle finger. The operator was treated at the hospital at the time of the event and continued treatment was not required.

Manufacturer narrative:
Siemens has conducted an investigation and has evaluated the system. The spacing between the table and the system bore was measured and found to be within specification. The system is operating as specified. Additionally, the system operators manual makes clear warnings about placing fingers or hands along the sides of the table during table movements. When caution is taken, the potential for this type of injury is not possible. This event occured in (B)(6).